Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient, who had a recent implant procedure, was experiencing a lot of pain. The physician noted that it was a normal procedural pain. The patient underwent an early lead pull.